Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs passed per specifications; no air bubbles were observed during analysis. Checked o rings and stopper groves for defects none were found. Conclusion no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles near the o-rings.